Manufacturer narrative:
The pt reported to the dme that their resmed mask moved while sleeping. The mask movement caused a small tab of the mask frame to contact the pt's lower eyelid causing the eyelid to flip inside out. The dme stated the pt was seen by an ophthalmologist and due to the injury incurred she will require surgery to repair. In 2009, the mask system was received at the resmed corp. A preliminary inspection was performed with no defects observed. The mask system was sent to the design facility, for further evaluation.

Event description:
The dme reported that a female pt using a resmed mask sustained an eyelid injury.